Event description:
During an unknown procedure, the tip of the instrument broke. A white plastic part was detached and remained in the biopsy cavity. Reoperation occurred in 2005 to remove the tumor, and the white plastic part was also removed at that time.